Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied in the stomach in an open gastrectomy procedure, the black pusher thumb piece could be moved but the device did not fire. A new stapler reload was used to complete the case. There was no patient injury.